Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet was not able to be inserted into the novel lead. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.